Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hystrectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and large intestinal polypectomy ("polyp removed") and experienced abdominal distension ("she still suffer of stomach bloating"), urinary incontinence ("trouble holding bladder"), menopausal symptoms ("I am also post menopausal"), joint noise ("knee cracking"), joint lock ("knee locks"), restless legs syndrome ("restless leg") and pain ("extreme stabling pain in circled location "). The patient was treated with surgery (hystrectomy) and colonoscopy. Essure was removed. At the time of the report, the medical device removal, abdominal distension, large intestinal polypectomy, urinary incontinence, menopausal symptoms, restless legs syndrome and pain outcome was unknown and the joint noise and joint lock had not resolved. The reporter considered abdominal distension, joint lock, joint noise, large intestinal polypectomy, medical device removal, menopausal symptoms, pain, restless legs syndrome and urinary incontinence to be related to essure. The reporter commented: follow-up on (B)(6) 2020: stabbing pain in circled location when you cough or move a certain way. It's not constant but when the pain hits it stops me instantly an I am ready to cry. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events added (knee cracking, knee locks). Narrative amended. On 23-mar-2020: social media: reporter were added on 23-mar-2020: social media: reporter were added. New event restless leg syndrome added. On 23-mar-2020: social media content received: events extreme stabling pain in circled location added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hystrectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and large intestinal polypectomy ("polyp removed") and experienced abdominal distension ("she still suffer of stomach bloating"). The patient was treated with surgery (hystrectomy) and colonoscopy. Essure was removed. At the time of the report, the medical device removal, large intestinal polypectomy and abdominal distension outcome was unknown. The reporter considered abdominal distension, large intestinal polypectomy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hystrectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and large intestinal polypectomy ("polyp removed") and experienced abdominal distension ("she still suffer of stomach bloating") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hystrectomy) and colonoscopy. Essure was removed. At the time of the report, the medical device removal, abdominal distension, large intestinal polypectomy and urinary incontinence outcome was unknown. The reporter considered abdominal distension, large intestinal polypectomy, medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event "trouble holding bladder" and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hystrectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and large intestinal polypectomy ("polyp removed") and experienced abdominal distension ("she still suffer of stomach bloating"), urinary incontinence ("trouble holding bladder") and postmenopause ("I am also post menopausal"). The patient was treated with surgery (hystrectomy) and colonoscopy. Essure was removed. At the time of the report, the medical device removal, abdominal distension, large intestinal polypectomy, urinary incontinence and postmenopause outcome was unknown. The reporter considered abdominal distension, large intestinal polypectomy, medical device removal, postmenopause and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received: new events were added: I am also post menopausal. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and large intestinal polypectomy ("polyp removed") and experienced abdominal distension ("she still suffer of stomach bloating"). The patient was treated with surgery (hysterectomy) and colonoscopy. Essure was removed. At the time of the report, the medical device removal, large intestinal polypectomy and abdominal distension outcome was unknown. The reporter considered abdominal distension, large intestinal polypectomy and medical device removal to be related to essure.